Event description:
Follow-up information identified the patient had her scs ipg removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site following a fall in (B)(6) 2015. The patient stated she fell on the side of the body where her ipg was implanted. The patient stated the ipg site is tender and uncomfortable to the touch. Surgical intervention is planned for a later date to address the issue.